Event description:
A (B)(6) customer received a high blood glucose readings on her contour link and administered insulin based on the readings. She was taken to the hospital in an unconscious state. At that time her blood glucose result was low and she was treated for it. She was sent home the same day. Strip information was not provided but meter information was given. Product is expected to be returned for evaluation.